Event description:
Medtronic received a report that the femoral artery was punctured, and the long sheath reached the lesion side c2, and the intermediate catheter tongqiao silver snake reach the horizontal segment of the cavernous sinus segment. Phenom27 reached m2 under the guidance of the micro-guidewire, and ped450-30 was fully hydrated and transported to the horizontal segment of m1, but it still failed to open. So the surgeon pulled it back to the internal carotid artery (ica) and wanted to release it in situ. Because the vascular lumen of the ica was thicker, it may allow the ped's tip to open and release better, but released it far enough, waited, and the overall tension increased or decreased, but there was no way to open it better, so the whole part was pulled out of the body and the tip end was found to be rough. Finally, the domestic lattice blood flow guide device was replaced with and the surgery was successfully completed. There was failure to open in the distal portion of the pipeline. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. Additional steps taken in attempt to open the pipeline included opening a larger distance, increasing the overall tension, reducing the tension, and slightly swinging. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing neurointerventional surgery, blood flow guiding dense mesh stent implantation for treatment of a saccular, unruptured giant aneurysm of left ophthalmic artery segment aneurysm with a max diameter of 11.85mm and a 6.97mm neck diameter. The access vessel was the femoral artery with a diameter of 8mm. The landing zone was 2.95mm distally and 4.23mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level normal. Angiographic result post procedure revealed normal health. The pipeline was resheathed less than or equal to 2 times. Ancillary devices include a kangdelai long sheath 6f sheath, tongqiao silver snake 6f guide catheter, phenom27 microcatheter, echelon10 microcatheter, sychro 0.014 guidewire, 12-40-3d three , 10-30-3d three coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pushwire was returned within the phenom 27 catheter. Damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pushwire and braid were pushed out from catheter without any issue. The catheter was flushed with water and water exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal as the distal and proximal ends of the pipeline flex shield braid were found fully opened and damaged. It is possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.